Manufacturer narrative:
(B)(4). Protocode: krd/hcg. Concomitant medical products: detachment control box (dcb) and connecting cable. (B)(6). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a health care professional, during a coil embolization to retreat an aneurysm of the middle cerebral artery (mca), ¿a lot¿ of resistance was felt while pushing the last 1cm of a galaxy g3 xsft (glx120406, l10709), causing the headway duo microcatheter (mc) to kick back. The mc did come out of the aneurysm and there was loss of cerebral target position. This was the first coil and was successfully detached. Then the third coil, an orbit galaxy g3 mini (glm915030, s15107) did not detach on the first and second trial. The third coil was placed. There was no report of patient injury or additional intervention required. The procedure was successfully completed. There were no surgical delayed due to the reported event. A galaxy g3 mini coil (glm920040) was also implanted as the second coil with no issues. Pre-deployment electrical check was performed with the unknown type of detachment control box (dcb) and connecting cable. The same dcb and connecting cable was used to detach subsequent coils. Additional information clarified that the headway duo mc was pushed out of the aneurysm by the stiffness of the coil. The coil did not kink or bend at any time prior to the resistance/friction. The same mc was used with subsequent coils. There was no excessive forced used at any time during the procedure. There were no issues with the second coil implanted. (B)(4). The galaxy g3 mini product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Without the return of the device for analysis, the reported event could not be confirmed. Per the IFU, verify that the microcoil delivery system is fully connected and no faults are indicted on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re-sheathing the microcoil system, and replace with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during a coil embolization to retreat an aneurysm of the middle cerebral artery (mca), ¿a lot¿ of resistance was felt while pushing the last 1cm of a galaxy g3 xsft (glx120406, l10709), causing the headway duo microcatheter (mc) to kick back. The mc did come out of the aneurysm and there was loss of cerebral target position. This was the first coil and was successfully detached. Then the third coil, an orbit galaxy g3 mini (glm915030, s15107) did not detach on the first and second trial. The third coil was placed. There was no report of patient injury or additional intervention required. The procedure was successfully completed. There were no surgical delayed due to the reported event. The devices will not be returned as they were implanted. A galaxy g3 mini coil (glm920040) was also implanted as the second coil with no issues. Pre-deployment electrical check was performed with the unknown type of detachment control box (dcb) and connecting cable. The same dcb and connecting cable was used to detach subsequent coils. Additional information clarified that the headway duo mc was pushed out of the aneurysm by the stiffness of the coil. The coil did not kink or bend at any time prior to the resistance/friction. The same mc was used with subsequent coils. There was no excessive forced used at any time during the procedure. There were no issues with the second coil implanted.